Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer with information indicating the patient is deceased and died approximately seven months post replacement of the ICD. The cause of death is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ICD implanted: (B)(6) 2014; 694965 lead implanted: (B)(6) 2005. (B)(4).